Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7097567. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: 535804. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7091873.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) lead extension incision site. The physician's assessment was thought to believe the infection was caused by impaired healing. Cultures were taken although the results are unavailable. The patient underwent a procedure where all the dbs devices were removed. The devices were retained by the facility and will not return for analysis. The patient did well post-operatively.